Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: the device was not returned, however three electronic photos were provided for review. Based on the photo review, fiber disturbance and peeled pebax was identified on the balloon. Therefore, the investigation is confirmed for frayed fibers and peeled pebax. The definitive root cause for the identified fiber disturbance or peeled pebax could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the event. Labeling review: the current (B)(6) IFU (instructions for use) states: method for use: contents supplied sterile using ethylene oxide (eo). Non-pyrogenic. Do not use if sterile barrier is opened or damaged. To reduce the potential for vessel damage, the inflated diameter and length of the balloon should approximate the diameter and length of the vessel just proximal and distal to the stenosis. When the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. [Applying excessive force to the catheter can result in tip breakage or balloon separation.] Do not exceed the rbp recommended for this device. To prevent over pressurization, use of inflation device with manometer is recommended. [Balloon rupture may occur if the rbp rating is exceeded.] Careful attention must be paid to the expansion of the stents, dilatation of calcified lesions or tortuous anatomy. [It may lead to catheter damage or balloon rupture].

Event description:
It was reported that during a treatment of a self intravascular shunt, the balloon of the pta balloon catheter was allegedly damaged. There was no reported patient injury.

Manufacturer narrative:
As a result of a retrospective review of events that occurred in (B)(6) and in accordance with 21 c.f.r. Part 803, this event was assessed and determined to be MDR reportable. The catalog number identified has not been cleared in the us, but is similar to the conquest pta dilatation balloon products that are cleared in the us. The 510 k number and pro code for the conquest pta dilatation balloon products are identified. No medical records or no medical images have been made available to the manufacturer; however a photo was provided. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation to date. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a treatment of a self intravascular shunt, the balloon of the pta balloon catheter was allegedly damaged. There was no reported patient injury.